Manufacturer narrative:
The reported event of unexpected mode switch was confirmed. The pacer was received in back up vvi (bvvi) operation with battery voltage above elective replacement indicator (eri). Analysis of the device image revealed that device went into backup mode due to reset error. The device was restored by reloading product code. Backup operation was reproduced at cold temperature and this is consistent with an integrated circuit anomaly. Assessment of total projected longevity was performed, and the device was found to have appropriate remaining longevity. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
During device preparation, the device was interrogated in the box and found in back up vvi. The device was not implanted. The patient was stable.